Event description:
It was reported that after centrifugation with 8 bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules were discovered. The following information was provided by the initial reporter, translated from chinese to english: the hospital inspection center found in (B)(6) 2023 that the blood samples collected from blood vessels (containing white separating gel) by bd yellow caps, after centrifugation, there were hanging drops similar to fat particles in the serum. Among them, on july 24, 2023, the staff found that there were oil droplets in the 8 tubes of yellow cap serum samples. When these samples were tested on the machine, the instrument alarmed the wrong addition of samples. Contact the supplier of the blood collection tube through the medical engineering office, and consider that due to the high temperature in summer, the white separating gel is partially dissolved, releasing oil droplets into the lumen of the blood collection tube. When some serum samples containing oil droplets were tested on the machine, the instrument detected an error. However, there are also small oil droplets that are sucked into the sampling needle as samples for detection, which may lead to deviations in the results.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 8 bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules were discovered. The following information was provided by the initial reporter, translated from chinese to english: the hospital inspection center found in (B)(6) 2023 that the blood samples collected from blood vessels (containing white separating gel) by bd yellow caps, after centrifugation, there were hanging drops similar to fat particles in the serum. Among them, on (B)(6) 2023, the staff found that there were oil droplets in the 8 tubes of yellow cap serum samples. When these samples were tested on the machine, the instrument alarmed the wrong addition of samples. Contact the supplier of the blood collection tube through the medical engineering office, and consider that due to the high temperature in summer, the white separating gel is partially dissolved, releasing oil droplets into the lumen of the blood collection tube. When some serum samples containing oil droplets were tested on the machine, the instrument detected an error. However, there are also small oil droplets that are sucked into the sampling needle as samples for detection, which may lead to deviations in the results.

Manufacturer narrative:
H.6 investigation summary: material #: 368498. Lot/batch #: 2265936. Bd had not received samples or photos for evaluation. Therefore, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules were observed. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, oil gel globules, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.